Event description:
It was reported that this pacemaker exhibited an increase in power consumption and longevity reduction due to low right atrial (ra) pace impedance measurements. Device data was reviewed, and it was determined that this device was depleting normally. This device remains in service. No adverse patient effects were reported.